Manufacturer narrative:
H3: one device was received for evaluation service history review identified no previous repairs in the past 12 months. Visual and functional tests were performed. Further investigation found a detached downstream occlusion (dso) seal. The dso seal was replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for (the initial reason for return), during physical inspection it was found that the downstream occlusion (dso) seal was detached. There was no patient involvement.